Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "postoperative bone fracture."

Event description:
It was reported that patient underwent an initial total hip arthroplasty on (B)(6) 1999. Subsequently, patient was revised on (B)(6) 2010 due to unknown reasons. The modular head, liner, and locking ring were removed and replaced. Patient was further revised on (B)(6) 2015 due to a periprosthetic fracture. The modular head and liner were removed and replaced and a competitor plate and cables were implanted.